Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4) reports that the plastic part of the offset cup impactor handle fractured and the piece was thrown away. Send replacement for the cup impactor handle to the knoxville office and will return the broken one when we received the MDR. No surgical delay. The device associated with this report was not returned. A search of the complaint database found a design change was introduced to the locking catch and the main shaft dimensions to reduce stress raisers and improve the latch strength under (B)(4) (in (B)(6) 2007). Replacement locking catches are also available under product reference (B)(4). For any subsequent failures, use error is a possible cause. When the locking catch is in its locked position, this prevents the main shaft from rotating. If there is an attempt to unscrew the instrument from the cup using the rotation knob on the main shaft, this could transmit torque into the locking catch which may cause it to break.   (B)(4) ((B)(6) 2016) conducted a design review to assess if any present risks could be reduced without introducing new ones. The review found that the resulting occurrence of a harm is low and no design changes could be proposed which could reduce the risk without adding other potential risks. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Continue to monitor via (B)(4).  Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic part of the offset cup impactor handle fractured and the piece was thrown away. Send replacement for the cup impactor handle to the (B)(6) office and will return the broken one when we received the MDR. No surgical delay.